Event description:
The patient underwent an aortic valve replacement. The patient was able to be discharged on pod#3 having tolerated the procedure very well. In about 2.5 years later, the patient was seen in the ed after suffering a fall while running; patient denied hitting his head or neck. Patient was discharged home from ed. A few days later, the patient underwent a head CT with lightheaded being documented as the reason for the imaging study. The CT revealed a "5mm metallic density foreign body in a left parietal sulcus is favored to be intravascular within a left middle cerebral artery branch. There appears to be occlusion of the branch distal to the foreign body." The patient's operative note indicates sixteen sutures were used ("sutures secured using the cor-knot system"). A gated CT was performed about 5 months later which revealed "bioprosthetic aortic valve is identified. Fifteen fasteners are noted at the periphery of the bioprosthetic aortic valve."